Manufacturer narrative:
Initial.

Event description:
It was reported that a user requested an additional charger due to a charging problem associated with the battery charger component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a power source problem and a charging issue localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.